Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cig attempted to reprogram the returned patch, however an error occurred during reprogramming. An extended investigation was performed. Pqe (product quality engineering group) performed a visual inspection on the returned product, no physical damage was observed. Pqe was unable to extract data from the returned sensor. Visual inspection performed on the sensor pcba (printed circuit board assembly) and observed liquid contamination. Pqe cleaned the sensor pcba and attempted to extract date and perform linearity test. Data extraction and linearity test were unsuccessful. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.